Event description:
From clinical trial study organizer: it was reported that the device was implanted in pt for administration of clinical trial drug. According to report, the sys could not be accessed due to swelling. Ultrasound guidance was used to allow for fluid sampling from the sys. X-ray examination of site showed no product problems; however the device was explanted (B)(6) 2011 and breakage of the outlet tube was identified during explantation. A replacement device was implanted with no permanent adverse effects reported.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.